Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 03-dec-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the subject device could not light on due to the faulty lamp socket and transformer. The exact cause of the reported event could not be conclusively determined. However, based upon the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration of the lamp socket and transformer of the subject device due to the long term-use passing more than 18 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the lamp of the subject device was getting fuse. There was no report of patient injury associated with the event.